Manufacturer narrative:
No investigative analysis could be performed since the product was not returned to abbott for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, oversensing likely due to myopotentials was observed. The device was reprogrammed successfully and the patient was stable.